Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. The customer replaced the air/ exhalation flow sensor and the ventilator successfully passed performance specification testing

Event description:
It was reported that the ventilator had low tidal volume. There was no patient harm reported. The event date was not specified; estimate used.